Manufacturer narrative:
B4:(B)(6)2021 b5: the customer initially reported that the power management (pm) board had been preventively replaced per power management (pm) board field change order two days prior to the unit alarming for primary alarm failure upon powering on the device. The customer indicated that the unit was being serviced for preventive maintenance when the primary alarm failure occurred. Further clarification was received indicating that the pm board had, in fact, not been replaced previous to the primary alarm failure. A philip field service engineer (fse) was dispatched to the customer site and implemented field change order by replacing the pm board, which resolved the primary alarm failure. The unit was confirmed to be working within specifications and was returned to clinical use after service was completed.

Manufacturer narrative:
Report date: (B)(6) 2021. There was no patient involvement.

Event description:
It was reported that the ventilator when powered on had a check vent alarm stating primary alarm failure. There was no patient involvement. The customer troubleshot with technical support and confirmed the error code in the ventilator diagnostic report. The customer verified the primary speaker were connected. The service engineer (se) inspected the device. The se replaced power management (pm) board. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.